Manufacturer narrative:
It was reported that the syringes broke while injecting local anesthesia in the sterile field. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed

Event description:
It was reported that the syringes broke while injecting local anesthesia in the sterile field.